Event description:
It was reported that subsequent to successful deployment of a stent, the tip of wire became entangled in the stent and fractured. No attempts was made at retrieval and the tip remains in the patient. Patient status is listed as "okay".